Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high threshold, increase in threshold and decrease in impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.